Event description:
Customer stated she needed assistance with connecting a new set to the insulin pump. Customer stated the p cap would not lock on to the reservoir. Customer then stated the reservoir was leaking and was unsure were it was leaking from. Customer disconnected the call. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.